Event description:
It was reported that during an unspecified procedure, the catheter locked up on the guide wire, the lesion and pt specifics are not known. The zipwire hydrophilic guide wire locked up in another MFR's catheter, and both needed to be removed as a unit. The catheter then needed to be cut in order for the zipwire guide wire to be removed. The procedure was then completed with a different device. No pt complications were reported. No add'l info regarding this event is available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.